Manufacturer narrative:
The pump has not been returned for evaluation. Should the pump be returned, a full evaluation will be performed and a follow-up report will be filed.

Event description:
The director of quality reports that the pump does not alarm for air when the tubing runs dry. They are using multiple medications in the ICU with high viscosity. Despite baxter's efforts to obtain additional information regarding the date the report occurred, the medication involved, pump programming and set-up information, specific patient details, tubing product code and lot number being used, and medical intervention, no further information was available. Alternate contact information was requested but no alternate contact was identified. No patient injury resulted and there is no adverse outcome associated with this report.